Event description:
It was reported that around (B)(6) 2013 the patient met with the manufacturer representative and that was when they found that there was something ¿wrong.¿ it was noted that during programming it was noted that there ¿was something wrong with one of the leads.¿ it was noted that everything was programmed on one lead. It was noted that the patient had a loss of therapeutic effect. It was noted that the patient had acute pain. It was noted that the patient was taking tramadol every 4 to 6 hours, however it was noted that the patient was prescribed a new medication by the health care professional, gabapentin, which they would get the following day. It was noted that the patient had numbness in both hands, pain in the spine, back, buttock, legs, and left thigh. It was noted that when the patient walked their right foot was swollen and felt like it to was going to ¿pop.¿ it was noted that the patient was very, very cold and did not feel like they were getting circulation anywhere. It was noted that these symptoms started 2 months ago and were getting progressively worse.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 7435, serial# (B)(4), product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3998, lot# v055126, implanted: (B)(6) 2007, product type lead. (B)(4).